Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and alleged that their insulin pump was over delivering insulin. The customer's blood glucose level was 59 mg/dl at the time of the incident. The auto mode on the insulin pump was active. Troubleshooting was completed but did not resolve the issue. The customer also reported issues with the transmitter and sensor system. The customer declined to replace the insulin pump. The insulin pump will not be returned for analysis.